Event description:
A customer contacted beckman coulter regarding an elevated accu tnl result from a single pt that was generated by the access instrument. The elevated accu tnl result was 0.52ng/ml. The elevated accu tnl result was reported out of the lab. The customer indicated that the original sample was retested later that morning for accu tnl. The repeated accu tnl result was 0.36ng/ml. The repeated accu tnl result was reported out of the lab as a corrected report. There has been no change to pt treatment or any injury that can be attributed to this event.